Manufacturer narrative:
Additional information (24-may-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available data logs. The customer performed a quality control study and when the sample volume was increased the results of the study were acceptable. The neonatal patient sample was a very small amount, and the cause of the event is consistent with low sample volume. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00066 was filed on 15-april-2024.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely elevated tobramycin_2 (tob_2) result on an advia® chemistry xpt system. Siemens is investigating the event.

Event description:
A falsely elevated tobramycin_2 (tob_2) patient sample result was obtained upon repeat on an advia® chemistry xpt system. The repeat result was not reported to the physician(s) the initial, lower result was considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tobramycin_2 (tob_2) result.